Event description:
The patient was implanted with a left ventricular assist device (lvad) and patent foramen ovale (pfo) closure on (B)(6) 2014. The patient was admitted to the cticu with a hematocrit (hct) of 26%. His CT drainage was very high at 200 ml/hr. One unit of red blood cells (rbcs), two units of fresh frozen plasma (ffp), six units of platelets and furosemide 40 mg IV were administered, but the patient continued to have large CT output. Subsequently, the patient was taken back to operation room. Operation included a re-exploration and washout. Bleeding was discovered around the "lv cannula site of lvad" and was repaired by the surgeon. The patient was then given one unit of ffp, six units of platelets, and ten units of cp (two bags). The patient was given furosemide 20 mg IV. The patient's chest was then closed. Subsequently, the patient arrived back in the cticu where the patient's hemodynamics were central venous pressure (cvp) 11, co/ci4/2, svo2 52.5%, and hct 19%. The patient was given two units of rbc, continued bleeding but was "less sanguineous." The patient was given another one unit of rbc. A low flow alarm was noted. CT drainage continued at 100-150 ml/hr, but at this point, it was much more serous. CT drainage went down to 30 ml/hr. There was no evidence of further active bleeding overnight on (B)(6) 2014. The patient's chest tubes were later stripped and 130 ml of dark blood emerged. An additional 150 ml dark blood drained but since then drainage has been minimal and serosanguineous. The surgeon determined that this event has been resolved. No other information was made available.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation through MFR report # 2916596-2015-00092. The inflow conduit, the outflow graft, and the outflow graft bend relief were not returned. Although the examination of the device revealed a deposition within the outlet stator, a correlation to the patient's bleeding as reported through this complaint could not conclusively be established. A review of device history records showed no deviations from manufacturing or qa specifications. The manufacturer's approved labeling lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.